Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that no additional information will be provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until receiving a routine heart transplant on (B)(6) 2023. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and bleeding. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was given diuretics. An endoscopic cauterization and clip hemostasis were performed.

Event description:
It was reported that on (B)(6) 2021 the patient had right heart failure and experienced peripheral edema. The patient was admitted on (B)(6) 2021 for their right heart failure, and on (B)(6) 2021, endoscopic cauterization and clip hemostasis were performed for a hemorrhage of the sigmoid ulcer. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.